Event description:
At the beginning of the treatment, leakage of plasma occurred at the connection of the tubing set. The pt became sick and went into shock. The physician determined that a hypovolemia due to the loss of plasma was the cause of the shock.